Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's power supply does not work. There was no reported patient involvement.

Manufacturer narrative:
The customer refused repair services, no conclusion can be determined for this case.